Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2011, the patient received a notifier for out of range lead impedance. It was noted that the impedance has been gradually dropping since (B)(6) 2007. Performing isometrics, positional testing, and pocket manipulation was suggested. Clinician will lower the pacing lead impedance limit and continue to monitor the patient.